Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review. Part number: 214141. Supplier lot number: 47211. Qty of lot: (B)(4). Manufacturing date/release to warehouse date: 6/2018. Expiration date: 5/2020. Supplier: classic wire cut. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device history batch: null. Device history review: null.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii autocapture+ retention plate would not hold the gun. The sales rep stated that it was during the first load of the device and the instructions were followed. The sales rep stated that the tip of the expressew iii needle broke off in the patient's joint space during the fifth pass of the needle. The tip of the needle was removed with no debris left behind. The sales rep stated that they were using an expressew iii autocapture+, the sutures were orthocord, and three anchors were used to complete the case. The case was completed by using another expressew iii autocapture+ retention plate and expressew iii needle, but with the same gun. There was no harm to the patient, but there was an hour delay to remove the needle tip. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.